Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a radiofrequency procedure, when the transeptal needle was introduced into a competitor introducer, plastic chips were discharged and the introducer was clogged. No patient complications have been reported as a result of this event. No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.